Manufacturer narrative:
(B)(4). The customer returned an opened sac-01218 set containing a straight guide wire, an ldpe guard and a single lumen arterial catheter for evaluation. None of the components showed any obvious signs of use. The guide wire was returned outside the ldpe guard. Visual inspection revealed the guide wire had a kink, and the ldpe guard was slightly distorted in a location that would have been consistent with the kink in the guide wire while still packaged. White stress marks were observed at the distorted location indicating the guard had previously been kinked. The product packaging (chevron pouch) had several fold marks where it appeared the packaging had been folded over itself. The damage observed is consistent with defects related to shipping and handling of other sac sets. The pouches this product is packaged in are long and folding the pouches over during shipping/handling/storage will cause the guide wire and ldpe guard to kink. Microscopic examination confirmed the kink. The guide wire length and outer diameter were found to be within specification. A device history record review was performed on the kit packaging and the guide wire and no relevant issues were identified. The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained a kink and the protective ldpe guard was slightly distorted in a location that would have been consistent with the kink in the guide wire. In addition, the packaging contained damage as well. The damage to the packaging, the ldpe guard and the kink in the guide wire are consistent with damage caused by shipping and handling of sac sets. Since this lot was manufactured, an engineering change order (eco) has been implemented to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. A device history record review was performed and revealed no evidence to suggest a manufacturing related cause. Based on the observed damage and the customer report, the probable cause of this issue is shipping and handling related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was found that the spring wire guide was kinked prior to use on the patient. No patient injury or harm reported.

Manufacturer narrative:
(B)(4).

Event description:
It was found that the spring wire guide was kinked prior to use on the patient. No patient injury or harm reported.